Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was alarming pump errors and had physical damage. Customer's blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was completed. Customer was advised to revert to back up plan per health care professional.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected battery failed alarm, error occurred while writing external history and trace flash alarm or drive count alarm noted. The motor was tested outside of the device and passed.